Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification.

Event description:
Questionable rspv electrograms persisted following a routine cryoablation procedure with the arctic front catheter and flexcath sheath, and the physician elected to use freezor max catheter for focal touch-up. This was a single transseptal procedure and, as such, focal lesions were performed without a mapping catheter or circular catheter to provide simultaneous pv electrograms information. After two focal lesions, an rspv angiogram was performed to provide additional information regarding the position of the freezor max catheter related to the rspv. 1-2 additional focal lesions were applied without apparent change in local egm (proximal or distal ablation signals) and physician decided all the intended ablation was complete. The flexcath sheath and freezor max catheter were withdrawn into the right atrium. At the time these were withdrawn across the septum the freezor max catheter was visible beyond the sheath tip on fluoroscopy. The physician proceeded to begin to complete his basic eps pacing and recording. Within less than 5 minutes, the patient's blood pressure dropped abruptly. Following the abrupt drop in blood pressure, the heart was observed on fluoroscopy and appeared to be moving minimally. Blood pressure was 70/40. Stat echo was ordered. Protamine and dopamine were ordered. The patient was promptly prepped for pericardiocentesis, which yielded 720cc of blood. Echo staff arrived after the pericardiocentesis and confirmed no further pericardial effusion. The patient left the ep lab with normal vital signs and a pericardial drain in place.